Event description:
The customer reports back to back results of 183 mg/dl on her meter and 79 mg/dl on her doctor's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.